Manufacturer narrative:
A completed lead was returned and the helix was retracted and clogged with blood and tissue. A cut in the outer insulation was noted near the connector pin, consistent with procedural damage. The lead was examined via x-ray and no anomalies were noted. Electrical testing revealed no indication of conductor fractures or internal shorts and the impedance measurement was normal and in range. The results of the investigation concluded the analysis of the lead was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received revealed that the patient was pacemaker dependent.

Event description:
It was reported that the patient experienced cardiac arrest during the implant procedure due to loss of low voltage output and high pacing impedance on the atrial lead. The lead was exchanged and the loss of output and high pacing impedance persisted. A competitor lead was implanted and the patient was in stable condition. Related manufacturer report number: 2017865-2017-35071